Event description:
A customer reported experiencing a cartridge alarm 30 on their insulin pump. There was no adverse impact to the customer's blood glucose level. The customer was advised by technical support to switch to manual daily injections (mdi) to ensure continued insulin delivery.